Event description:
Customer reported the alarm does not sound when weight is placed on the floor sensor but was unable to provide what type of alarm is being used with the floor sensor. Customer reported it was discovered during set up but could not provide the date of event. No patient incident or injury was reported.

Manufacturer narrative:
Product has been requested to be returned but has not been received. This report is being submitted based solely on the customer's initial claim. The customer has provided very limited information on the reported issue and did not return the product nor provide a lot number of the device or the type of alarm that is being used with this device. Without the products being returned for testing, a root cause conclusion cannot be provided at this time. However, a review of previous evaluations for this type of reported issue has found that the main cause for the sensor to not send a signal to the alarm when weight is on it, is due to the sensor being folded or creased which causes damage to the wiring inside the unit. This may keep the sensor from sending a signal to the alarm when weight is on it. (B)(4).